Event description:
It was reported while using a bd alaris pump module smartsite infusion set there was component separation. This occurred 45 times. There was no report of patient impact. The following information was provided by the initial reporter: its detaching/coming loose in places.

Manufacturer narrative:
The following fields were updated due to additional information: h5: imdrf annex b grid b11, b14, b17. H5:imdrf annex c grid: c1601. H5: mdrf annex d grid: d03. Investigation summary: no photo or sample was received for the customer's complaint of separation leak. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. This failure type has been identified in other sets and has been due to a manufacturing deficiency that has since underwent corrective actions to prevent further separations of this set. A device history record review for model 11522558 lot number 22095036 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set .

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation leak. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 11522558 lot number 22095036 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using a bd alaris pump module smartsite infusion set there was component separation. This occurred 45 times. There was no report of patient impact. The following information was provided by the initial reporter: its detaching/coming loose in places.

Event description:
It was reported while using a bd alaris pump module smartsite infusion set there was component separation. This occurred 45 times. There was no report of patient impact. The following information was provided by the initial reporter: its detaching/coming loose in places.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.